Event description:
Lasik vision correction left elevated scar. During the surgery which was performed at a hospital, I felt the flap being cut. Therefore, I suspect there was a malfunction of the device or other error, such as cutting the flap of cornea through. After the surgery, it felt as though I had a eye lash in my eye. I was told it would go flat that never happened. This went on for a year and half, then a second ptk surgery. Then shortly after the second surgery, I discovered a pimple had grown on my eye. The surgeon identified the problem as dry eye. Over the course of 7 years, I sought out various eye doctors for this so called dry eye, plugs were installed still with not much resolve. Then in 2011, I traveled to (B)(6) seeking a solution. It was there an elevated scar was diagnosed, I was also told no further surgery was recommended. No one in my own country would identify this surgically induced scar. This scar has effected my quality of life, as it will for the rest of my life.